Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correct the aware date for the initial MDR. Olympus was informed of the event from the user facility on (B)(6). Therefore, we correct the aware date from 2021/4/28 to 2021/4/20. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken cable by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could not confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image was disappeared and error e222 (camera head communication error) was displayed when the user moved the cable. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.